Event description:
Per the clinic, the patient experienced an infection at the wound site resulting in a wound dehiscence. She was hospitalised for 3 days and has a pic line at home for 3 months in order to provide IV antibiotics. A skin-flap revision (graft) was performed on (B)(6), 2022.

Manufacturer narrative:
This report is submitted on november 25, 2022.